Event description:
The pt presented to the ER with fever, and a history of acholic stools. Ercp showed a migrated stent 4 mm into the duodenum. The stent appeared to be draining bile so it was not replaced. IV antibiotic resolved the fever. It was reported that the pt was discharged home with followup by an oncolgist and gi as needed.